Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an apparent lead fracture on the right ventricular lead. Oversensing, undersensing, and high thresholds were also noted, the helix would not retract at explant, and the stylet could not be inserted. It was also reported that the atrial lead was damaged during ventricular lead extraction. The leads were both removed and replaced. A lawsuit alleges patient "sustained injuries" when patient was "required to undergo surgery to replace defective leads and a defibrillator due to a product recall". No patient complications were reported as a result of this event.